Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4); description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing worsening lumbar pain. The patient will undergo a revision procedure wherein the battery will be replaced and two leads will be added.

Manufacturer narrative:
Additional information was received that the revision procedure was cancelled by the physician due to psychiatric issues. No further course of action at this time.

Event description:
A report was received that the patient was experiencing worsening lumbar pain. The patient will undergo a revision procedure wherein the battery will be replaced and two leads will be added.